Manufacturer narrative:
(B)(4).

Event description:
The patient reported going to recharge the implantable neurostimulator (ins) and finding that the ins was off. That's what the ins recharger (insr) screen was indicating. It also showed that the ins was half charged. She could tell the ins was not on because she could feel it in her neck; the patient was hurting in the neck and there was pain. When she attempted to use the insr to charge the ins, a power on reset (por) appeared and the patient could not clear it. This happened suddenly. The pain/hurt was noted to have been due to the ins shutting off due to needing to charge the ins. She did not know what could have caused the por as she had not been around any large sources of emi, but only everyday magnets/emi like microwaves. She had shut the insr off and turned it back on to see if the por would clear, of which it did not. The patient was walked through clearing the por with the patient programmer (pp). She then saw the normal therapy screen on the pp which indicated that stimulation was on and the ins was about half charged. The patient was going to go home and continue charging. Relevant medical history included non-malignant pain. No follow-up was required.